Event description:
The complainant had a cp placed for a patient admitted in with multiple cardiac and systemic comorbidities. The patient had been transferred to a tertiary center for coronary artery bypass graft and valve surgery. The pump was placed due to cardiogenic shock post-surgery. The pump was placed despite known pulmonary artery disease and lost pulse. The loss of pulse continued with the pump placement and, after three days, the medical team decided to withdraw care. The patient eventually expired. There is not enough information to associate the use of the impella device with the patient¿s eventual outcome.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The product was not returned as it was discarded by the customer. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h.6 code 925 was entered incorrectly on the initial manufacturer device report number 1220648-2024-13430. A new code was added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-13430 in accordance with updated procedures.